Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preventive maintenance, the medtech technician identified a slow leak on the left front hydraulic of the stabilization system. The medtech technician cleaned off the hydraulic fluid and tested the motion of the hydraulic stabilization system. It works normally, but it appears there is a slow leak.

Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the hydraulic stabilization system defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4). Corrected data: date received by manufacturer.